Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure presented a blood leak that got back into the sheath. This was placed in the left atrium. Dilator and wire removed. Pfa catheter inserted into sheath and then blood slowly started leaking from around the hub and backed up into the sheath flush line. The procedure was completed with no patient complications. The sheath is not expected to be returned as it was disposed.